Manufacturer narrative:
The product was not returned for analysis and therefore an analysis will not be performed. Any additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a report was received that a 7 x 200mm flex stent is reported to have developed a grade I fracture two years after the index procedure. The patient did not require further treatment and is reported to be ¿fine.¿ details regarding the patient and/or the target vessel/lesion were not provided. Details regarding the index procedure (including whether the stent had been implanted in an actively moving segment of the artery) were not provided. Images of the target lesion prior to initial treatment or immediately after treatment were not provided. Four images were provided by the site. These show a flex stent within the expected location of the right superficial femoral artery (sfa). No contrast images are provided. The stent appears well expanded. The stent has been placed beginning in the proximal sfa in the expected region of the sfa origin and extends to the level of the distal thigh. In the proximal third of the stent there is an incomplete fracture of the stent. The stent appears fully expanded at the level of the stent fracture. The device was not returned for evaluation. A review of the manufacturing records revealed that it met specification prior to release. Full evaluation of the complaint is limited due to the paucity of the clinical information and the limited scope of the provided images. The clinical implications of stent fractures are not well characterized. The difficulties in treating stenoses of the sfa have been well established in the literature. Vessel forces including compression, expansion, torsion, and bending all make treatment durability in the sfa complicated. Nitinol fatigue in this vessel territory is a well-known potential complication of stent placement. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) clinical trial, there was stent fracture of the proximal lesion of the right superficial femoral artery (sfa) approximately 24 months following the index procedure. The grade of fracture was ¿. There was no reported injury to the patient. The predictability was deemed "predictable." The relationship to the study device was deemed undeniable. The stent originally placed in the reported facility. The target lesion characteristics were unknown. The total length of the stented segment was unknown. It was unknown if the stent was placed in an actively moving segment of the artery. There was no treatment needed or provided for the fracture. The current status of the patient is ¿fine.¿